Manufacturer narrative:
A specific root cause could not be determined. Additional information for further investigation was requested but was not provided. The customer stated the erroneous results were due to an error by the tech that may have created bubbles in the samples when pouring them into the false bottom tubes. This was the most likely cause. Since the control results were within range prior to and after the event, a hardware or reagent related issue could be excluded.

Manufacturer narrative:
(B)(4).

Event description:
The customer received questionable bilt3 bilirubin total gen.3 results for two patient samples that were questioned by the doctor as the results did not match the clinical picture for the patients. The events occurred (B)(6) 2017. The specific dates of testing were not provided. Patient 1 original result was 0.2 mg/dl, repeat results were 4.0 and 4.1 mg/dl on the same analyzer. Patient 2 original result was 0.4 mg/dl, repeat results were 7.0 and 7.1 mg/dl from another analyzer. The original results were reported outside the laboratory. The repeat results were believed to be correct. The patients were not adversely affected. The reagent lot number was 17963601 with an expiration date of 03/31/2018. The field service representative found the rinse mechanism levels were not at proper height, the gear pump pressure was not high enough, and the sample and reagent probes needed adjustment. He adjusted the gear pump pressure, rinse mechanism levels, and the sample and reagent probes. A precision check was performed which passed.